Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to their doctor on wednesday and they upped the stimulation, but patient thinks stimulation is too much because now it hurts especially when sitting down and standing up from the toilet and patient also stated their leg feels weird when they are walking. Reviewed how to decrease stimulation. The patient was able to decrease the stimulation and confirmed it felt more comfortable but will monitor.